Event description:
Customer alleged that they have two fiber optic probes that are showing damage observed as image distortion and gray spotting. Customer followed up with the probe manufacturer who stated that they should only immerse their device in the cidex opa solution for a maximum of 12 minutes. The customer stated they immerse the probes for 20 minutes in cidex opa. The asp customer care center (ccc) representative informed the customer that the product instructions for use (IFU) states that the immersion time is for a minimum of 12 minutes to high level disinfection (hld). The customer also indicated if they are not meeting temperature recommendations, adjustments would suffice. Customer was informed by ccc representative that per product IFU, a minimum temperature is recommended and adjustments do not apply. The customer stated he feels it is more related to their rinsing procedures. He indicated their processing procedures include wiping down, hld for 20 minutes, rinsing and wiping down with towel again.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the trending by product line and failure mode and effects analysis. No lot # was provided; therefore, a batch record review could not be performed. A review of the complaint history from march 2009 through august 2010 for cidex opa solution with the problem code "damage to customer device" did not reveal any significant trends. The cidex opa fmea (failure mode and effects analysis) was reviewed. The failure mode for damage to customer device has been assessed with a risk (rpn) below the threshold of 100, therefore, no further action is required at this time. Cidex opa solution is a high level disinfectant for reprocessing heat sensitive, reusable semi-critical medical devices. Cidex opa solution has demonstrated compatibility with a wide range of materials, as listed on the cidex opa IFU (instructions for use). If questions arise regarding the compatibility of a device with cidex opa solution, the IFU states to contact the device manufacturer. Based on the information provided, the cause of the reported issue is likely due to not following the IFU. The customer has been informed by asp's clinical support and by the device manufacturer of the proper use of the product.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine (cre) results generated from five patient samples which were reported outside of the laboratory. No injury was reported.